Event description:
Caller reported that a malfunction occurred with the pump, identified as malfunction 12, which had happened at least three times prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and advised the caller to put the current pump in storage mode before returning it using a pre-paid label within 10 days. The customer will continue to use current pump for insulin therapy.